Manufacturer narrative:
It was reported the patient experienced a burn while wearing the electrode - patch - universal 2 channel. The electrode was unable to be inspected because it was not returned. Allegation should be considered confirmed as there are images of the patient's skin irritation and/or evidence the patient sought medical care to treat the skin irritation. The associated skin irritation is likely related to the patient reacting to the electrode adhesive and/or hydrogel. No contributing factors were identified. Medical adhesive related skin injury (marsi) is likely related to a biocompatibility hazard manifesting at the electrode's interface with the patient's skin. Patient reactions, such as skin irritation, resulting from biocompatibility issues are considered and assessed. Additionally, instructions for use (IFU) and patient education guides (peg) provide patients with guidance should skin irritation develop.

Event description:
It was reported on 27 october 2025, that patient noticed a burn on (B)(6) 2025. The patient described the burn to be red with blistered and had a burning sensation. The patient was wearing the electrode - patch - universal 2 channel at the time of the burn. The patient did not notice an increase of temperature with the sensor. The patient sought medical attention and was prescribed gabapentin, lidocaine cream, hydrocortisone cream and also treated the area with icepacks. It was noted that the patient followed the proper skin prep and does not have a history of any preexisting skin conditions. No additional information was provided.